Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this was reported under manufacturing report number 0001822565-2018-00453.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was returned fractured.